Event description:
The customer reported to olympus that the basket could not be removed occurred while using evis lucera duodenovideoscope. The issue occurred during therapeutic treatment lithotripsy. The single use mechanical lithotriptor v (bml) was removed together with the scope, and another jf-260v and bml were used to complete the procedure. After confirming the malfunctioning scope and instrument, it was confirmed that the bml sheath was caught in the forceps elevator. It was also confirmed that the bml sheath could not be removed from the bml handle. There was no patient harm associated with the event. (B)(4) are filed with copy complaint due to a problem when used in combination for event date (B)(6) 2023, (complaint: 1/3).

Manufacturer narrative:
The device has been received and the evaluation is pending. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report is related to and linked to the following patient identifiers and submitted medwatches: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was the endo therapy accessory. It is likely the reported event occurred because the endo therapy accessory used with the scope became deformed. Due to the deformation, the diameter was larger than the instrument channel and as a result it became lodged in the channel outlet unable to be removed. There was no abnormality found with the scope. Olympus will continue to monitor field performance for this device.